Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop irregular heartbeat. The patient was hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   A correction to b5 was made and should be reported as:    the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop irregular heartbeat, headache and nasal/throat irritation. The user also alleged to black particles in chamber. The patient was hospitalized in response to the reported event. The device was returned to the product investigation laboratory for further evaluation. The device was evaluated. The internal and external aspect of the device was inspected. The manufacturer observed minor dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, keypad, control dial, blower, blower box, p4 power connector. Hairlike substance and unknown dark contaminate found on the inside of the ui panel. Liquid ingress with mineral deposits were observed on the blower. The manufacturer did observe dust/dirt contamination in the airpath, likely from a source external to the device but observed no evidence of degraded sound abatement foam. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found.  The manufacturer is unable to directly address the symptoms outlined in the complaint, manufacturer confirms particles in airpath and concludes that there was no visible foam degradation. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction.